Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned. Per the instructions for use of the device, pump site skin erosion is a possible known risk of use of the device. Internal complaint number: (B)(4).

Event description:
Agent stated that the physician had opted to switch the patient from a 20ml to a 40ml to determine if the patient could 'tolerate' the larger pump for the benefits of the larger reservoir. The patient reportedly had a pimple at the pump site that got infected in addition to 'terrible skin breakdown' issues. As a result, the physician opted to switch back to the 20ml pump. Agent confirmed that the physician did not allege any issue with the pump itself. The replaced pump will not be returned.